Manufacturer narrative:
Samples received: 28 unopened pouches. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received 28 closed samples for analysis. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.14 kgf in average and 2.01 kgf in minimum (ep requirements: 1.53 kgf in average and 0.92 kgf in minimum) remarks: "when working with silkam great care must be taken to ensure that the use of surgical instruments, such as tweezers or needle holder, does not lead to crimping damage of the suture". Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: norway. It was reported that during a laparoscopic fundoplication the thread broke during suturing when they made a knot.